Event description:
It was reported that the patellar component is not well attached, causing problems to the patient when walking. There's no confirmation of any medical intervention performed yet.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical concluded, no relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.